Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer also stated that the insulin pump alarmed no delivery. He stated that he had been hospitalized due to receiving the no delivery alarm and not having supplies with him at the time of the event. The customer's blood glucose was over 1300 mg/dl. He was hospitalized for 2 nights and 3 days after high blood glucose was brought under control. He stated that he had not had any prior issues using the insulin pump. He stated that the insulin pump was removed upon admission, and he was sent straight to the intensive care unit. He stated that he was being treated with intravenous drips and insulin. He stated that his insulin pump was taken from his possession when he was incarcerated. He declined to troubleshoot for high blood glucose.